Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that they could not test on their onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 4pm on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported consuming more food/drink in response to the reported issue. The patient reported that 30 minutes later they developed symptoms of ¿sweating and shaky¿. The patient did not report any further treatment for these symptoms. At the time of troubleshooting the cca determined that the patient was using the incorrect test strips for their blood glucose meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.